Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the permanent implant procedure, the patient experienced weakness in her hips while in postoperative recovery. Reportedly, the patient was taken back into surgery at which time the lead was observed to be uncompromised. However, the physician elected to explant the entire scs system due to the patient's implant history. The patient was later scheduled for contraindicative testing.